Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient reported nasal / throat irritation, dizziness, tiredness, increase heart rate, sore throat related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the external and internal part of the device and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box and slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed by the manufacturer during the device evaluation. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found 2 instances of reboot error #130 err_task_wdog_time out, 1 instance of continue error #191 err_als_bist, 2 instances of stop error #200 err_rtos_abort_error, and 2 instances of continue error #53 err_comp_log_sem_ timeout. The manufacturer concludes there was no evidence of sound abatement foam degradation, but an amount of dust / dirt contamination were observed and are consistent with being from an external source.